Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a low blood glucose of 33 mg/dl and got into a car accident. Customer stated passing out and waking up in an ambulance. Customer stated there was something wrong with the keypad of the insulin pump. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Unable to confirm unexpected 25 unit bolus delivery due to a displayable history crc check failed on startup alarm in alarm history, due to corrupted history files. Insulin pump was monitored and no unexpected boluses noted.